Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract extraction procedure, a cataract patient experienced a corneal burn requiring three sutures to close the wound. A description from the surgery center indicated that during the procedure, the treating surgeon believes the event occurred during the sculpt mode segment. The surgeon usually starts with irrigation activated/on during the sculpt mode to clear some space, however, in this particular case he did not have irrigation activated. It was stated the cataract¿s density of lens was hard. After the sutures were placed, a bandage contact lens was placed. After the event, the surgeon continued with scheduled procedures without incident.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).